Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the the issue was a failing ise mid solution premeasure caused by multiple parts. To resolve the issue, the fse replaced the ise data printed circuit board, electrode wires, reference block, electrodes, and reference wires.

Event description:
The customer reported an au680 clinical chemistry analyzer was generating falsely low chloride (cl) results. The customer provided one patient's cl result as an example, which was released from the laboratory and questioned by the clinician. The customer did not provide any further data in relation to repeat results. There was no change to patient treatment in connection with this event.